Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has a fracture in the spring tip that starts at 329 cm from the proximal section; the spring tip was not returned, possibly measures 1 cm. Overall length: could not be performed due to device condition. All other outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip of wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 330cm rotawire was selected for use. Ablation was completed successfully using a 1.75mm rotalink burr. Ablation was done 4 to 5 times with ablation period of 10 seconds each at 180,000 rpm. The burr did not come into contact with the rotawire and the burr of the rotablator catheter was moved back and forward continuously during ablation. However, when the rotawire was replaced, it was noted that the distal part of the rotawire got trapped in the distal lad and got detached. The detached portion of the wire was not removed from the patient. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip of wire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 330cm rotawire¿ was selected for use. Ablation was completed successfully using a 1.75mm rotalink burr. Ablation was done 4 to 5 times with ablation period of 10 seconds each at 180,000 rpm. The burr did not come into contact with the rotawire and the burr of the rotablator catheter was moved back and forward continuously during ablation. However, when the rotawire was replaced, it was noted that the distal part of the rotawire got trapped in the distal lad and got detached. The detached portion of the wire was not removed from the patient. No further patient complications reported.